Manufacturer narrative:
Approximate age of device- 8 days. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 given the tenuous patient¿s condition going into surgery for lvad implant after the earlier aborted surgery, the site wished to maintain the patient on milrinone post implant for stability. He remained on inotrope support for 7 days post procedure (8 days total) per protocol and the site completed a right heart failure serious adverse event form. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
A direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The account reported that the patient remained on milrinone for 7 days post implant due to right heart failure. The issue reportedly resolved following the inotrope support and the patient remains ongoing on vad support. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.